Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional sensitivity testing. The sensitivity was fixed on 1-1.5 mv, even in asynchronous mode. The flex was not properly connected to the main board circuitry. (B)(4).

Event description:
It was reported that the sensitivity was not working. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.